Manufacturer narrative:
The reported event that unknown_(B)(4)_product (as reported: self-tapping screw (dia. 1.2 mm, 1.7 mm & 2.3 mm)) was alleged of issue s-94 (adverse reaction) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. However, as instructed in IFU, the correct selection of the product is extremely important. The product should be used in the correct anatomic location, consistent with accepted standards for internal fixation. Failure to use the appropriate product for the application may result in a premature clinical failure. Based on the investigation, no definitive relation could be established between the product and the reported failure adverse consequence. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿experiences with rigid internal fixation using a low volume titanium implant system in metacarpal and phalangeal fractures¿, which was published in 2000 and is associated with ¿low volume titanium mini-fragment system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between (B)(6) 1994 to (B)(6) 1995. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 5 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses pain (sympathetic reflex dystrophy). The study states, ¿one woman had a sympathetic reflex dystrophy of the right hand after resection of an enchondroma in the proximal phalanx of the thumb which was treated with a corticocancellous bone raft fixed with a compression screw. After treatment with guanethidine blocks, lymphatic drainage, and ultrasound therapy she was free of pain."